Manufacturer narrative:
(B)(4). As there was no reported failure, no confirmation of failure could occur but upon physical review of the instrument a broken condition was identified. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that a product was received with another product associated with a different complaint and it did not match photos provided with products returned. An investigation has been completed for the product received without provided details of an associated event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the knob had broken off and there were scratching on the device.